Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a tka procedure, when removing the jrny ii uni med insert trial sz 7-8 9mm, the hole in which the removal tool, split. All pieces were recovered. Surgery was resumed, without any delay, with the same device. Patient was not harmed. No further complications reported.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports that a trial insert split during extraction with the removal tool; however, all pieces were recovered and the surgery resumed without delay with the same device without further complications reported. Responses to information requests have not been provided as of the date of this medical investigation. Based on the limited information provided the root cause of the reported trial insert breakage could not be determined. No patient injuries or adverse consequences were reported. No further medical assessment can be rendered at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned of the device confirms multiple scratches, burrs and deep gouges in the plastic. The visual also confirms some pieces of the device have broken off. These pieces were not returned. The device shows signs of extreme wear and use. The clinical/medical evaluation concluded that this case reports that a trial insert split during extraction with the removal tool ; however, all pieces were recovered and the surgery resumed without delay with the same device without further complications reported. Responses to information requests have not been provided as of the date of this medical investigation. Based on the limited information provided the root cause of the reported trial insert breakage could not be determined. No patient injuries or adverse consequences were reported. No further medical assessment can be rendered at this time. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.